Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with blood glucose rising to 389 mg/dl for approximately three hours after an infusion set change; insulin delivery was observed at the needle upon disconnection, suggesting a probable infusion site issue with a steel set, and the device issued sustained high glucose alerts. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no assistance required, and no hospitalization, with glucose later reduced to 199 mg/dl using alternative therapy. Investigation included device-use troubleshooting and education, confirmation of alert functionality, and assessment of infusion site function by patient observation. Investigation of this case revealed functional insulin flow at the connector with suspected site absorption or placement issue, and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.